Event description:
No sample or picture are available for analysis. Without the proper sample or picture an evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The most probable root cause could be related to kinks located somewhere in the admin set, blockage / occlusions at connections or ports, slide clamps being actuated on the tubing. The current process controls detection includes 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, quality sampling for final physical testing, for performing a flow and underwater leak tests, 100% visual inspection related to kinks during the manufacturing process and final physical inspections.

Event description:
The following has been reported: biomed reported: "ticket stated "broken". Cleaned and ran test infusion. No alarms patient status unknown. 12/10/2025; biomed reported that the set used was not retained. No sample is available. Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer. A preliminary review identified the following issue: tubing set error (clogged admin set) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.